Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states the device would not read their blood glucose levels. The customer was advised to check bolus history to assure the device was administering the insulin. The customer states they saw last bolus with active insulin in pump. The customer will monitor their blood glucose level and device, and call back if issues persist.